Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dyspnea is listed in instructions for use xience alpine everolimus eluting coronary stent systems as a known patient effect(s) of coronary stenting procedures. A conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a 2.5 x 18 mm xience alpine stent was implanted on (B)(6) 2017. On (B)(6) 2017 the patient was re-admitted with shortness of breath. Unspecified treatment was administered to the patient. Final patient outcome is reportedly unknown. No additional information was provided.